Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the alarm powers on, but does not sound when the magnet is removed from the magnet plate. The alarm does sound when using a sensor pad and weight is removed from the sensor pad. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound when the magnet is disengaged from the alarm. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.